Event description:
A remstar plus device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation at the third-party service center, the device was visually inspected and visible foam particles were found inside the blower kit. Additionally, the service technician noted dust contamination and evidence of cigarette smoke contamination. The reported complaint was confirmed. No evidence was identified to suggest that device performance contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.